Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 561 mg/dl. The customer alleged the pump basal did not deliver as intended. A manual injection was administered and a bolus via the pump was delivered to address bg level. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Although requested, the customer did not upload pump data logs to determine a possible cause. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.